Event description:
Patient with severe triple vessel disease with subtotal lad occlusion. Underwent balloon angioplasty and stent placement. A 2.25 x 30 mm resolute drug eluting stent was placed in the mid to distal lad; a 2.27 x 30 mm resolute drug eluting stent was placed in the mid lad overlapping prior stent; a 3.0 x 15 mm resolute drug eluting stent was placed in the proximal lad overlapping the mid stent. Post dilation was performed with 2.5 x 15 mm nc quantum balloon. Flow through the lad was still slow and did not improve, a 2.25 x 30 mm resolute stent was attempted distally but would not pass, upon withdrawing the stent came off of the balloon.